Event description:
It was reported that a pump malfunction occurred, identified by the malfunction code "malf 12." There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was informed to continue using the pump and to report if the malfunction code appears again.